Event description:
The user facility reported that a 110-4b catheter was selected to be placed in a patient. Upon opening the package the resident noticed the device was broken. Both the or coordinator and the neurospecialist have attempted to obtain additional information pertaining to the broken device, but to date no further details have been provided. The device was not zeroed or inserted into the patient. Another device was selected and functioned properly.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.